Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the tfna augmentation for the right fracture of the trochanteric femur. The surgeon inserted the cement without removing the curved elevator used for anterior fracture reduction. After insertion of the cement, when the surgeon removed the curved elevator, it was confirmed by the image intensifier that the cement inserted into the femoral head and the cement that may have been adhered to the curved elevator had spilled into the curved elevator scar of the proximal bone fragment, the fracture site and the soft tissue where the curved elevator was inserted. The surgeon did not remove the cement that may have adhered to the soft tissue. The surgery was completed successfully without any surgical delay. According to the surgeon and the superior physician, this event was caused by forgetting to remove the curved elevator and the depth of insertion of the curved elevator. This report involves one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).